Event description:
It was reported that during use with bd vacutainer® edta 2k the cap was broken and blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged cap of the tube. During transferring blood into a tube, blood leakage occurred. According to the customer's report, a black rubber component in the shield was found to be damaged (uneven).

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® edta 2k the cap was broken and blood leakage occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged cap of the tube. During transferring blood into a tube, blood leakage occurred. According to the customer's report, a black rubber component in the shield was found to be damaged (uneven).